Event description:
It was reported that a leak from a patient control module (pcm) occurred during the use of an infusor elastomeric device. According to the report, the leak occurred at the sides of the pcm after the button had been pressed. The infusor had been filled with piritramid in sodium chloride solution. This event occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 20, 2012 ¿ march 21, 2012. Evaluation summary: visual inspection of the returned device found no signs of physical abnormality that could have caused the reported condition. The pcm was then attached to a half day infusor (same device that was involved in the reported event, which was also returned), and a functional leak test was performed by filling each device with colored water. This test identified a leak from the corner of the pcm's pillow when the pcm¿s button was pressed. A flow rate test was then performed on the pcm alone, and the average dispensed volume was found to be within the specification range of the product. The cause of the leak was determined to be due to insufficient bonding during the manufacturing process. In order to address this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.